Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was found in backup vvi mode. High battery impedance was noted so a firmware download was not recommended. No further intervention was performed at this time and the patient was stable with no adverse consequences.